Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold and white particles inside in the shell. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth opening on posterior, opening crack in the diaphragm valve and delamination. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed to a fold flaw opening delamination of the diaphragm valve assessed as adhesive failure. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.